Manufacturer narrative:
Analysis results were not available at the time of tis report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the carrying tip snapped while trying to pull the extension toward the head. Resistance was met and even though caution was taken, the device failed. To retrieve the extension and broken piece, tension was placed on the partially tunnelled extension. The extension was viewed as possibly compromised, so a new extension was opened. A new pass had to be made and soft tissue dissection was performed to retrieve the broken piece of carrier tip.